Manufacturer narrative:
The lot history has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vascular stent in the sfa, the trigger mechanism became unresponsive after approximately 3 cm of the stent had been deployed. During removal of the stent delivery system, the stent fractured, leaving the partially deployed stent in the sfa. Surgical intervention was performed to remove the fractured stent from the sfa. The pt was reported to be asymptomatic following the surgery.